Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient's implant had worked itself out of the pocket site two times in 2011. The second time, they had put a "sheet" around the implant because they determined the patient's body was rejecting the material of the implant. After they implanted the sheet, there were no further issues. No further action was taken.